Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Although the customer had not yet reset the pump, they experienced multiple occurrences of this issue. The pump, which was under warranty, was scheduled for replacement by technical support. The customer was instructed to use an alternate form of insulin delivery, mdi, and advised on how to put the pump into storage mode. They were also asked to return the malfunctioning pump using a pre-paid label within 10 days, which they understood and acknowledged.